Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Removed initial reporter phone number.

Event description:
Unf and medical records received. After review of medical records patient was revised to address failed left total hip arthroplasty secondary to metal wear and hypersensitivity. Revision notes reported that there was metallic stained synovial fluid present and dissection was made down to the it band, which showed evidence of penetration by a large metallic pseudotumor. There was significant hypertrophic synovium, which was then excised. Ah of this was metallic stained. Doi: unknown - dor: (B)(6) 2015 (left hip). The patient has bilateral hip implants, please see (B)(4) for the right hip.